Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display on their pump had gradually become dim and noted that there was orange coloring on the letters. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.